Event description:
The device was used during a lap hernia repair procedure. Reportedly, a component disengaged. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed. The exact cause could not be reliably determined as the entire instrument was not returned for investigation.